Manufacturer narrative:
Examination of the returned femoral head and acetabular liner finds evidence that suggests liner disassociation. The femoral head shows signs of contact with the acetabular component. In this case 5 of the ard's of the polyethylene liner have fractured. There are repeated wear marks on the back of the liner that should not be present if the liner had remained fixed in place. Machining lines are still visible around the entire circumference of the liner taper, indicating that the cup-liner taper lock was probably never engaged. Obvious deformation is visible around the rim of the liner, likely due to compression occurring during and after disassociation. All ards but one have been sheared off. Machining lines are also visible in most areas of the articulating surface of the liner. Wear appears to have been concentrated in a discreet area of the inner surface. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. The investigation can draw no conclusion with the information provided. The patient is considered morbidly obese. It is stated in the warnings and precautions that excessive patient weight tends to adversely affect hip replacement implants. Based on the inability to determine a root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised to address disassociation and implant fracture.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).